Manufacturer narrative:
The corrected information is to clarify the device was not returned. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, it is likely the halogen lamp stopped functioning due to long-term use. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The investigation is ongoing; therefore, the root cause of the reported issue/malfunction cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
Olympus (B)(4) field service technician was informed by the user facility that the video system had a problem with the light during preparation for use. No patient injury or harm was reported. The field service technician detected an non-functional halogen lamp (end of life). The lamp was replaced with a new lamp and the unit functioned appropriately.